Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 10.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced ten infusion set's kinked cannula events from (B)(6) 2024 to (B)(6) 2025. Event took place within 3 hours of insertion for all the ten events. Site of insertion was abdomen. Infusion set was in use for 24 hours. Patient blood glucose levels were 300 mg/dl. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.